Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that the communicator wouldn't charge. Per the patient, the issue started like a day ago. The patient stated they charged the controller/handset, and it charged fine in the same outlet. The agent had the patient press and hold the power button until the blue light started blinking and there was a yellow/orange light above it. The patient confirmed the communicator was plugged into the wall and the yellow light was on. The patient did not see any damage to the cord or communicator port. While plugged in, the communicator orange light did not show. The issue was not resolved through troubleshooting. A replacement communicator and a power adaptor/charger were requested from the repair department.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial#(B)(6) product type accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 16-may-2024, UDI#: (B)(4). H3: analysis of the communicator found ¿tm90 micro usb interface is damaged. Mirco usb hub bracket broken and burnt l3 on charge board¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.